Event description:
Bakri balloon was being inserted transabdominally after a c-section removal of the baby and a pph was present. The 2 way tap became dislodged during the insertion of the bakri balloon. The doctor could feel the tap in the cervix and attempted to remove it with forceps. The tap migrated into the abdomen. An x-ray was then performed to locate the exact position of the 2 way tap. An exploratory laparotomy was necessary to retrieve the 2 way tap. The patient was in ICU for one day as this is normal practice after a pph.

Manufacturer narrative:
The device has been discarded by the facility noting a proper evaluation cannot be performed. Most likely the stopcock has been overridden past the solid stop violating the plug. By the end user turning the plug portion past the solid stop, the plug has pushed out and come out of the stopcock body causing the difficulty the customer experienced. Due to the separation of the plug of the stopcock an attempt was made to retrieve using forceps without success in the cervix. An x-ray was performed noting the plug had migrated into the abdomen and was retrieved during exploratory laparotomy. The patient spent one day in ICU following the procedure noting this is normal practice for a patient that had pph. No adverse effects to the patient were reported due to this occurrence.